Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and dka. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis. The patient's blood glucose (bg) levels reached over 700 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The patient started to feel nausea in the morning and realized their bgs were high. They called their diabetes educator who advised them to go to the hospital, which they did. Symptoms reported include chest pain, stomach pain, nausea and vomiting. At the hospital they were treated with fast acting humalog insulin and continuous monitoring. When the patient observed the pod, the cannula appeared bent. The patient was still in the hospital at the time of reporting.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin.